Event description:
Richard wolf medical instruments corporation (rwmic) received a medwatch report, mw5158447, regarding an issue with an internal sheath resectoscope 24fr, part ID: 8675324, batch# 1562220. According to the received information, "during the procedure, the doctor identified the ceramic tip had broken off and was in the bladder. The broken item was removed and the or manager was notified. The doctor viewed the removed ceramic tip with the original part and determined it was complete. No evidence of any other foreign object was identified. The bladder was irrigated and drained prior to the completion of the case." Later information obtained, that the reported issue caused a 5-10 minutes delay during the procedure while the surgeon retrieved the broken piece. However, no apparent harm occured in relation to the adverse event.